Event description:
It was reported that when using the bd pyxis¿ es server was down. No new orders were crossing over, and the user were unable to log in to the pyxis es server website to enable critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was down. A technical support specialist (tss) ran a downtime query and verified there were no delays on the carefusion coordination engine (cce). A second query confirmed that the es server was receiving current messages. The tss was able to log in to patient encounter system (pes) and run reports but could not open health sight viewer (hsv). After checking a sample device and confirming it was not in disconnected mode, the tss discovered that the server certificates were expired. Customer was informed of these findings. A temporary self signed certificate was created so the customer could use pes and run reports without issues. The tss provided a certificate signing request (csr) for integration engineering support team (iest) to sign. Once the hospital renewed the certificate and updated their servers, the tss spoke with customer to verify the server was functioning properly. The system functioned as intended after the technical support specialist troubleshoots the device.